Event description:
It was reported that the guide wire got stuck in the end of the catheter and lost its form when the physician tried to remove it. The device was disposed and was not returned to merit. This happened with two devices. The other device is reported on MDR report number 1628221-2007-00019. It was reported that there was no injury or harm to the patient.

Manufacturer narrative:
The device was not returned to merit for evaluation, therefore, no conclusion can be drawn. Corrective measures have been taken to eliminate the potential for reoccurrence of failures of this type. Merit monitors events of this type, and no significant increase in occurrence has been noted.